Event description:
The customer reported that at the end of a diagnostic procedure for functional dyspepsia, it was observed that the patient's abdominal cavity was not inflated. The intended procedure continued and was successfully completed. Following the procedure, the air supply and water supply were checked and there was no flow. When a washing tube was connected for hand washing of the gastrovideoscope (subject device) and pressure was applied with a syringe, a blood clot came out from the inside of the nozzle of the gastrovideoscope. There was no patient or user injury reported due to the event and the device was not used on another patient. There are five possible air/water valves (maj-1444) that were potentially used with the subject device. There are five separate complaints and corresponding medwatch reports for the air/water valves. This report is for the gastrovideoscope (gf-uc240p-al5) from which the blood clot was observed coming out from the nozzle, under patient identifier (B)(6). The first maj-1444 is being reported on the medwatch with patient identifier (B)(6). The second maj-1444 is being reported on the medwatch with patient identifier (B)(6). The third maj-1444 is being reported on the medwatch with patient identifier (B)(6). The fourth maj-1444 is being reported on the medwatch with patient identifier (B)(6). The fifth maj-1444 is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, it was confirmed that dirt that seems to be blood adhered to the tip. It was confirmed that the air supply and water supply did not come out. When connected and operated according to the instruction manual, there were no abnormalities other than the above. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 21 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, a decomposition study revealed no traces of foreign bodies in each channel, but the air insufflation water button was found to be abnormal on the maj-1444, suggesting that the fluid could not be removed by irrigation from the insufflation water channel at the time of the event, so the fluid flowed out from the insufflation water channel. The specific root cause of the could not be determined at this time but the following are possible causes of the event: blood fluid refluxed into the scope tract during the case. Blood fluid retrograde into the tract coagulated and packed. Blood fluid coagulated and packed ducts could not be cleaned in the cleaning and disinfection process. Although the blockage in the conduit was not cleaned, bubbles and water flow from the tip could be checked during the pre-use inspection (bubbles may be released in the first few seconds even if water was delivered). Fluid in the tract was discharged from the nozzle as a foreign body before the case. Olympus will continue to monitor field performance for this device.